Event description:
The reporter, the patient's mother, reported the patient obtained several high blood glucose readings and moderate urinary ketones on (B)(6) 2011. On the evening of (B)(6) 2011 and into the early morning of (B)(6) 2011 the patient obtained the following blood glucose readings: 191 mg/dl, 237 mg/dl, 361 mg/dl, 407 mg/dl, 385 mg/dl and 291 mg/dl. During this time period, the patient experienced no symptoms of high or low blood glucose levels and did not seek any medical attention. The patient took all appropriate bolus insulin doses using the pump. Troubleshooting revealed the pump basal/bolus settings were correct, there were no leaks or kinks in the cannula, no site issues, and the patient's insulin was current and stored properly. There was no evidence found that indicated the pump was not functioning appropriately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the data for the reported blood glucose excursion was unavailable for review due to continued pump use. The pump was exercised for 29 hours with no insulin delivery issues occurring; the pump was found to be delivering appropriately. There were no insulin delivery defects found on investigation.